Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer stated she woke up with blood glucose over 600mg/dl. Customer treated blood glucose with manual injection and blood glucose came down, but then went back up. The customer stated she will change out the set and contact her health care provider; she will call back if issue persists. Customer declined high blood glucose troubleshooting.